Event description:
It was reported that the customer alleged that patient was burned after using the unit. Further information was not provided.

Manufacturer narrative:
It was confirmed by the user facility that they do not and have not had any issues related with their current inventory of tp700 pumps causing burns to patients. The user facility confirmed that they have no issues with their current inventory of tp700 pumps and that the previously reported event was reported in error.

Event description:
It was reported that the customer alleged that patient was burned after using the unit. Further information was not provided.